Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. However, due to occlusions continuing issue the customer reverted to an alternate method of insulin therapy and a replacement pump was sent to the customer to resolve the issue.